Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was used during a procedure on an unknown date. According to the complainant, the patient experienced personal injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was implanted on (B)(6) 2002. According to the complainant, post-procedure, the patient experienced pain, permanent injury, and physical deformity, and has undergone corrective surgery (specifics unknown).

Manufacturer narrative:
(B)(6).